Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as material issues: deterioration. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component problems. Other problems; influence of peripheral equipment. These can be caused by no design or manufacturing problems and can occur between components such as boards, power supplies, power cords, fuses, connectors, power switches, etc. Between the video system center components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center's 3d processor was not working and cooling fan sound was abnormal. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.